Event description:
Failure code 500:320. The failure was reported to have occurred during biomed testing. No record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. No additional info available.